Event description:
Per customer contact: it was reported that during a burn wound excision and autograft to bilateral legs, the end of the endo-flo irrigator blew off. The psi at the time of use was set at 97-98. There was no patient or user injury. An additional endo-flo device was used during the case with similar results.

Manufacturer narrative:
A sample was not returned for evaluation. The investigation found that the user was using the product for an off label indication. As indicated, the endo-flo irrigator is designed to provide controlled powered irrigation during laparoscopic procedure. The user exceeded the maximum pressure prescribed in the IFU. The event as reported was not device related. See MDR 1213643-2014-00334 for information related to the first endo-flo used.